Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring seals did not open up once inside the aortotomy. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
The patient and device were coded by the manufacturer. The device has not yet been returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.